Event description:
It was reported that the lead exhibited noise that was interpreted as ventricular fibrillation. The patient received inappropriate hv therapy. Chest x-ray was recommended. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.